Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Although the tip was not returned, the phaco console was evaluated by a field service engineer. The field service was able to duplicate the venturi vacuum failure in irrigation and aspiration mode. The filter coupler was replaced. The unit complied with all factory settings after repair. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Brand name is unknown as lot number was not provided. Model number is unknown as lot number was not provided. Lot no. Is unknown as it was not provided. Unique identifier (UDI#) is unknown as lot no. Was not provided. (B)(6). Manufacturer date is unknown as lot no was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, the tip became occluded/blocked using a phaco tip with 2 patients. A description from the surgery center indicated there was issues with vacuum issues in venturi mode at the irrigation and aspiration segment. Through follow up, it was reported on 2 of the procedures, the tip was clogged. The procedure was completed without any problems. No patient injury was reported. This is 1 of 2 reports.